Event description:
The customer was found sweating and not feeling well and not eating around 6pm. The customer blood glucose was taken with a result of 199mg/dl. It was noticed that the glucose strips were expired and a new box was opened. The customers blood glucose was taken with the new strips and the result was 170mg/dl, a retest was done with a result of 130mg/dl. Paramedics were called and the customer was taken to the hospital. At the hospital the customers blood glucose was less than 40mg/dl. The customer was give a glucose IV and food. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.